Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. No product was returned or pictures provided; therefore, visual and dimensional evaluations could not be performed. X-rays were provided and reviewed by a health care professional. Review found vague periprosthetic lucencies noted which are nonspecific and possibly within normal limits. Bone quality appears grossly within limits. Further medical records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no related deviations / anomalies identified. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001822565-2021-00143. Concomitant medical product: unknown nexgen femoral. Report source - (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation as it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was revised approximately thirteen years, eight and a half months' post implantation due to femoral loosening and implant fracture. At the revision the surgeon found that the post of the articular surface was fractured.. Osteolysis was seen outstanding in the patient¿s femur. There is no additional information at this time.